Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote otw balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the tip, balloon, markerband, inner / outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located 32mm from the tip of the device. Inspection of the device found no other damage or defects.